Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a laser procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser fiber broke into two pieces upon removal from the sealed package. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 67.5 cm from the top of the connector to the break. The second piece measured approximately 250.6 which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:44 pm CT.the report number is being corrected from: 3005099803-2018-62076to: 3005099803-2018-60541.

Event description:
It was reported to boston scientific corporation on august 29, 2018 that a flexiva 200 laser fiber was opened for use in a laser procedure performed on (B)(6) 2018 . According to the complainant, during preparation, it was noted that the laser fiber broke into two pieces upon removal from the sealed package. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.